Event description:
The customer contact reported charring. The device was returned to the biomedical department from an unspecified area with a report of a smoke smell. No specific event details were provided. During testing at the user facility, charring was noted on the connection between the device and the docking station. There were no reports of any adverse patient or staff events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.